Event description:
Reportedly, after a few applications of the instrument the temperature of the jaws rose leading to melting of the blue coating. There was no patient injury or adverse effect reported. Procedure: unk.